Event description:
Customer reported the insulin pump alarmed during manual prime but the device rewinds just fine. Customer's blood glucose was 127 mg/dl. Customer was advised to disconnect from the device. The device was not dropped or bumped prior to the alarm. Customer stated the drive support cap was sticking and doesn't think he pressed in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to moisture damage on the force sensor resistor. A corroded motor home assembly was noted during the visual inspection. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube and tube lip, and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)